Manufacturer narrative:
Upon internal review on 6/19/2020, it was discovered that a correction is needed for the h10 additional narrative section of the initial report. The mre statement was mistakenly included as the unavailability of a lot number is irrelevant to the investigation of the complaint device. The serial number was available. Follow-up attempts have been made to request the device be returned, however, no further information has been provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Biosense webster, inc. Received information indicating that the complaint device's manufacture date was 12/7/2009. This supplemental report has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 52-year-old male patient underwent a persistent atrial fibrillation ablation procedure for pulmonary vein isolation with both the ep - shuttle rf generator system - 100w and thermocool® smart touch® sf bi-directional navigation catheter, and suffered an esophageal fistula (requiring surgical intervention). Ten days post procedure, the patient was admitted to the hospital with symptoms of pericarditis. Echocardiogram was performed which was negative. Gastroscopy and esophagoscopy were performed and both were negative. Additionally, coronary angiogram was normal. Post procedure day 12, a cardiac tamponade was discovered, and a drain was placed in patient. Patient then had a cerebrovascular accident. Post procedure day 13, another gastroscopy was performed again. This time, the gastroscopy showed an esophageal fistula. Computed tomography and magnetic resonance confirmed this finding. Post procedure day 14, the patient had invasive surgery to close the esophageal defect and posterior left atrial wall. Post-surgery, the patient had sepsis and was then transferred to intensive care. Extended hospitalization was required due to the invasive surgery. Physician¿s opinion on the cause of the event is that it was procedure related. There were no error messages observed on biosense webster equipment during the procedure. Device investigation details: on 4/30/2020, the device investigation was completed since the complaint device was not returned by the customer for repair or evaluation. Follow-up attempts have been made to request the device be returned, however, no further information has been provided. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update the h4. Manufactured date. Usage of device was incorrectly reported as ¿initial use of device¿, the field has now been corrected to ¿reuse¿. It was noticed that in section h10 of the initial 3500a medwatch, it was incorrectly reported that the device had been discarded and no lot number had been provided. That information is incorrect. Please disregard statements. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03986 and 2029046-2019-03985 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent a persistent atrial fibrillation ablation procedure for pulmonary vein isolation with both the ep - shuttle rf generator system - 100w and thermocool® smart touch® sf bi-directional navigation catheter, and suffered an esophageal fistula (requiring surgical intervention). Ten days post procedure, the patient was admitted to the hospital with symptoms of pericarditis. Echocardiogram was performed which was negative. Gastroscopy and esophagoscopy were performed and both were negative. Additionally, coronary angiogram was normal. Post procedure day 12, a cardiac tamponade was discovered, and a drain was placed in patient. Patient then had a cerebrovascular accident. Post procedure day 13, another gastroscopy was performed again. This time, the gastroscopy showed an esophageal fistula. Computed tomography and magnetic resonance confirmed this finding. Post procedure day 14, the patient had invasive surgery to close the esophageal defect and posterior left atrial wall. Post-surgery, the patient had sepsis and was then transferred to intensive care. Extended hospitalization was required due to the invasive surgery. Physician¿s opinion on the cause of the event is that it was procedure related. Transseptal puncture was performed with a heartspan needle and swartz sl0 sheath. There was no evidence of steam pop. Flow setting was set at 15ml, power of 35 w, and 8ml for less than or equal to 30w. Graph, dashboard, vector and visitag force visualization features were used during the procedure. Visitag parameters were stability 3mm, time 3 sec, force over time 25% 3 g, ablation index (ai) posterior 300-400, ai anterior 450-550, tag size 2mm, on posterior wall 25 watts and 30 watts were used, colored with ai. The tags were below 430 but, on some locations, (right inferior pulmonary vein posterior there was a force of 35 grams). The ablation was also quite extensive. There were no error messages observed on biosense webster equipment during the procedure.